Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a system interconnect flex cable that was not properly aligned. A system interconnect flex cable and connector interlock were replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.